Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of post procedural complication. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A post procedural complication is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After the procedure, "during the initiation phase of the treatment", the patient was seen in the emergency department. The events of "colonic perforation or a leak with an abscess around the gastrostomy tube" were suspected. The device was removed. Abbvie has chosen to report this complaint conservatively.